Event description:
It was reported that the patient came to the emergency room with a syncopal episode. There was right ventricular undersensing and noise noted on the electrogram. The device was reprogrammed and the lead remains in use. No further patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.